Event description:
Follow-up identified the patient underwent a system explant, followed by a re-implant on (B)(6) 2015. The ipg was electively explanted. The patient is receiving effective stimulation from the new system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced ineffective stimulation. Reprogramming was unsuccessful as the sjm representative was unable to increase the amplitude using the programmer. The health care professional believes the stimulation issue may be due to scar tissue. Surgical intervention will be taken as the next course of action.

Manufacturer narrative:
Results: the complaint for ¿no stimulation and invalid impedance¿ was confirmed. As received, microscopic inspection revealed that the lead had a kink 13.5cm from the stimulation end where all of the internal wires were broken, and a cam impression from the swift-lock anchor. As there was no breach of the outer tubing and invalid impedance was observed prior to the revision, the fracture is consistent with an overstress condition the lead was subjected to distal end of the swift-lock while it was still implanted. The swift-lock anchor that was returned was cut in half as a result of explant damage. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.